Event description:
The customer reported that the device had blank screen. Troubleshooting was performed. Instructed customer to rest the pump for few hours. During the call the customer stated that she had low blood glucose and call out the paramedics to her home. The customer stated that she felt the pump over delivered a bolus and caused her bgs to go down. A day later, the customer called back and stated that the pump continues to alarm and shows a blank screen.